Event description:
The centesis catheter in the para/thora kit from cardinal health malfunctioned. The leurlock part broke off the catheter into the 50ml syringe that we use to draw fluid for labs. Since it broke off we had to put a new catheter in so we could use the 3way for the thoracentesis.